Event description:
It was reported that the left ventricular lead of an asymptomatic patient had dislodged and exhibited a loss of capture. The lead was successfully revised on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.